Event description:
Litigation papers allege: severe pain in his left hip and groin that caused him to be concerned with his hip implant. He also began to suffer from symptoms including but not limited to increased pain, weakness, difficulty sleeping and difficulty with simple daily activities. Patient is at risk for elevated levels of cobalt and chromium metal ions in his blood as a result of the implant.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.